Event description:
It was reported that the impedance on the ventricular lead was increasing. During the revision, the atrial lead was tested with the analyzer and show normal measurements, it was reconnected to the device. The ventricular lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.